Event description:
The customer reported to olympus, the high flow insufflation unit had an alarm sound generated, the front panel was turned off and there was a beep after 1-2 minutes. The issue was found during a therapeutic procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon could not be confirmed, as the device was not returned to the legal manufacturer for evaluation. Therefore, the root causes could not be identified, and the causes of the occurrence could not be presumed. As there was no information received of clear misuse of the device, there is no labeling advisory that was deemed required or recommended for the user facility. Olympus will continue to monitor field performance for this device.